Manufacturer narrative:
The device history record (DHR) review indicates that the device was manufactured in accordance with specified standards. The lot, which produced a total of (B)(4) devices, demonstrates compliance with all requirements. According to the DHR, each device released for distribution successfully met the final inspection specifications as well as the necessary sterilization protocols.

Event description:
On (B)(6) 2024, the patient underwent a right open carpal tunnel release revision, in addition to flexor tenosynovectomy and open cubital tunnel release. The axoguard ha+ protector was implanted and secured in a "taco" configuration utilizing 6-0 nylon suture. Closure was achieved with a double layer of 3-0 vicryl for subcutaneous tissue and 4-0 nylon for the skin. A pathological analysis from the initial surgery demonstrated no evidence of amyloidosis.during a follow-up appointment on (B)(6) 2024, the patient presented with edema, which persisted during a subsequent visit on (B)(6) 2025. Consequently, the patient was taken to the operating room for an incision and drainage (I&d) procedure on (B)(6) 2025. Intraoperative findings revealed no purulence or drainage; however, the axoguard ha+ was noted to be thickened with fibrous tissue surrounding it and was subsequently explanted. No compression on the nerve was observed, and both the wrap and the associated scar tissue were excised. It is important to highlight that the patient's medical history includes coronary artery disease, hypertension, and hyperlipidemia, with no documented history of smoking. Concomitant medications consist of duloxetine, escitalopram, gabapentin, labetalol, lipitor, and topiramate. Photographic documentation and intraoperative observations indicated a lack of integration of the ha+ wrap, showing evidence of fibrotic encapsulation. Follow-up visits revealed that the patient was healing appropriately post-explantation, with an improved wound status; however, there was a noted worsening of left-sided carpal tunnel syndrome and cubital tunnel syndrome.it is pertinent to mention that no cultures or pathology reports were recorded for the I&d procedure, and the surgeon did not provide a causality assessment regarding the incident. Axogen has suggested that the causality may be related to the device, as the integration of the ha+ material did not occur as expected. Nevertheless, it remains uncertain whether other factors, including surgical technique, may have contributed to these outcomes.